Event description:
Procedure: lap cholecystectomy. Reportedly, while in use the balloon ruptured. However, no pieces fell into the pt cavity. The surgeon then secured the device with suture and the surgery was completed.